Event description:
Hill-rom received a complaint that a customer was having issues with the excelcare bariatric frame drifting down at the head section. A field service technician was dispatched to perform the repair. Upon inspection, the technician determined that a bent bracket was applying tension to the CPR cable, causing the cable to become partially engaged. The technician straightened the bracket and verified proper operation of the unit. Hill-rom is reporting this malfunction in compliance with 803.3 where this failure mode was involved in an adverse event on (B)(4) 2009 indicated in MDR 1045510-2009-00021.